Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that they couldn't feel stimulation so they met up with manufacturer's representative (rep) who did reprogramming, and then after that the pt was able to feel comfortable stimulation "except sometimes it feels like a shock or spasm from the stimulation and it shoots way up then drops back to normal". Pt says this occured about 4-5 months ago, and when they stopped feeling stim they saw a rep also at this same time (4-5 months ago). The patient was redirected to their healthcare provider to further address the issue. A manufacturer's representative (rep) reported that the cause of the issue was unknown.